Manufacturer narrative:
Reported device not marketed in the us; however, similar device is. Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received - 19 unopened and 5 open units. There are previous complaints of this code/batch. There are no units in OEM stock. We have received 19 closed samples and 5 open samples with the needle already detached from the thread. The needle attachment of the samples received was tested and the results do not fulfil the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action to avoid future incidents.

Event description:
Country of complaint: (B)(6). Needle release or already released when opening package. Product comes packaged in a unit of 36. Seventeen units utilized of which 7 displayed this issue.